Event description:
The customer reported that the device jaws would not open after applying to tissue. The device was manually removed, however, this resulted in some tearing of the tissue. The blood loss was described as being minimal and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.